Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error 1720. The event occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
Evaluation codes: updated. One device was received. Per visual inspection, scratches on the lens, lifting dso seal. The reported problem was duplicated. Found a broken wire capacitor cause alarm message displayed error code. Inspected device inside pump and found rear housing was non-original equipment manufacture from ICU medical products. No action was taken as the manufacture does not repair non-original equipment manufacture from ICU medical products. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.